Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge change error messages during the load process on multiple occasions. Reportedly, customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was not impacted.